Event description:
A luminexx stent was deployed successfully in the right iliac artery to repair a previous arterial dissection. An ipsilateral approach was used to deploy a second stent in the left iliac artery. A portion of the stent was deployed but when the outer catheter was pulled back, the stent moved from its targeted position. A portion of the sent was in the iliac artery and a portion at the femoral access site. The pt was taken to surgery for repositioning or removal of the stent.